Manufacturer narrative:
A synergy ous mr 3.00 x 28mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. The crimped stent appeared to be kinked at approximately 7mm distal from its proximal end. Further examinations identified that the stent was slightly pinched approximately 2mm from its distal end. Stent fully crimped. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube kink located 109.8cm distal to the distal end of strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 14-jan-2021. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.00x28mm synergy ii drug-eluting stent was advanced but failed to cross the lesion due to calcification. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged.